Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2011, patient's father/reporter contacted animas on behalf of the lay-user/patient alleging the patient's blood glucose was elevated between 200 and 300 mg/dl for the last 3-4 weeks with symptoms described as increased thirst and urination. The patient tested negative for ketones during the time of concern. The patient was able correct his blood glucose with the subject pump without any issue. The animas representative performed troubleshooting to evaluate the animas pump and to assess what caused the patient's alleged elevated blood glucose. The total daily dose based on the basal and bolus amount are all accounted for. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. A visible drop can be seen at the end of the tube when the patient primes the animas pump. There was no change in the patient's activity, health, diet or medication. The animas representative concluded there was no pump malfunction associated with the alleged event. The animas representative concluded the patient's high blood glucose could be attributed to time on pump programmed was an hour head and the patient's puberty stage. This complaint is being reported because the patient had elevated blood glucose and symptoms suggestive of hyperglycemia while on insulin pump therapy.